Manufacturer narrative:
Pt identifier: - (B)(6). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a lapidus procedure, the screwdriver tip sheared into the head of the screw and was not retrieved. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Complaint sample was evaluated and the reported event was confirmed. Fracture analysis states the 1.3mm square screwdriver fracture showed indications of overload fracture by exhibiting ductile dimples. Orientation changes of the ductile dimples of the fracture surface suggests the device was subjected to a torsional overload. Material analysis confirmed the screwdriver was conforming to material specifications. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.